Event description:
The customer reported that the defibrillator failed to operate, displaying error message "defib failure cycle power error 1000". The battery was changed and the message was still displayed.